Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. It should be noted the instruction for use, specifies: all air must be removed from the balloon and displaced with contrast prior to inserting into the body, otherwise, complications may occur. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device. The rx traveler is currently not commercially available in the u.s. However, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat an eccentric lesion located in the distal right coronary artery (rca) with no tortuosity and moderate calcification that was 90% stenosed. Resistance was felt during advancement of the 3.0 x 12 mm traveler rx balloon dilatation catheter (bdc) through the lesion for pre-dilatation; however, it was able to cross successfully. The balloon ruptured during the first inflation at 10 atmospheres. It was also reported that the device was prepped (air aspiration) was performed inside the anatomy. A non-abbott bdc was used for pre-dilatation and the procedure was completed after a non-abbott stent was implanted. There were no adverse patient effects or clinically significant delay in the procedure reported. No additional information was provided.